Event description:
According to the available information, while adjusting the dynamic anchor suture, the joint between the mesh and blue suture (dynamic side) failed and broke apart. The sling was explanted, and another device was opened and utilized. The case was completed successfully with minimal delay.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.